Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Prior contacting technical support, the site reinstalled the scope, which resolved the issue. The scope was installed on the universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the system live logs and found no errors or failures related to this behavior. The tse advised the caller to check the endoscope for any binding or grinding noises and, if present, to return it via advance exchange. Additionally, the tse recommended performing a system restart at the end of the surgery. The site agreed to follow these instructions and would call back if further assistance was needed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information provided and logs review, the probable root cause is attributed to improper customer setup caused by an improperly installed endoscope. This issue can be resolved by reinstalling the endoscope and power cycling the system, if necessary. This issue is captured in the (B)(6) family shared clinical risk analysis (B)(4) via risk ID (B)(4).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the 30-degree endoscope plus image was inverted. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the customer reinstalled the endoscope to resolve the issue. Tse confirmed no error was related to the inverted image issue. However, tse found error 31065 pointing to surgeon side console (ssc2). Tse advised customer to check the endoscope for any binding or grinding noises and to perform a system restart at the end of the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis.